Event description:
Customer reported that pump declared an alarm during insulin pumping, identified as alarm 20. There was no adverse impact to the customer's blood glucose level, as it did not exceed critical thresholds. The issue persisted despite attempts to resolve it by loading a new cartridge, leading to a decision by technical support to replace the pump, which was under warranty. Meanwhile, the customer was advised to use manual daily injections as a backup insulin delivery method. Technical support confirmed the shipping address, instructed the customer on returning the pump, and ensured understanding of placing the pump in storage mode before its return.